Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the hospital with shortness of breath, positive cardiac enzymes, and congestive heart failure exacerbation. The right atrial (ra) lead was observed with intermittent pacing due to dislodgement. The atrial lead was capped and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.